Manufacturer narrative:
The evaluation confirmed the reported image issue. Additionally, bending section cover, adhesive is cracked. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus device had multiple white dots on image screen. Upon inspection and testing of the customer returned device, forceps cover glue was peeling. This report is being submitted for the malfunction found during evaluation. There was no death or injury reported due to the event.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 23-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the forceps cover glue peeling could be attributed to stress, however a root cause whether user handling or stress could not be determined. The following is included in the instructions for use (IFU) and may have helped prevent the event: "inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.